Manufacturer narrative:
The device is expected to return to the manufacturer for testing and investigation.

Event description:
The event involved a customer report stating that when connecting the syringe to the y-clave connection on the plum set, the membrane did not return to its original position, which caused bleed-back to the exterior. A cap was used in the y-connection to stop the blood flow. Blood was noted in the patient's bed. The set was in use for two days with saline solution. The customer stated that no one was harmed as a result of the event.

Manufacturer narrative:
The date the device was returned to manufacturer was july 8, 2019. Received one used list # 125380428 was returned with the complaint of the seal in the y-clave failing to return to its original position after removing a syringe. The syringe was not returned for evaluation. As received, the set was air pressure leak tested according to product specifications and no leaks were detected anywhere along the fluid path. The cassette of the returned set was inserted into an ICU medical provided plum 360 pump and a test infusion was ran per product specifications. No alarms sounded and the test completed successfully. The complaint indicates a possible stickdown at the distal y-clave, therefore the y-clave was disassembled and blood residuals were noted in and on the seal and spike. The seal presented with tear down its side and top. The spike showed no evidence of damage. The reported complaint can be confirmed. The source of the axial rupture to the seal is not known. A batch record review was performed to lot# 906485h, list# 12538-0428 and no discrepancies that may have contributed to a complaint of this nature were found.